Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2020-06043.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the driveline was disconnected on (B)(6) 2020 resulting in pump stops. The system controller power cables were also disconnected on (B)(6) 2020 along with driveline and the controller was put into sleep mode approximately 3 seconds later; indicating controller exchange. Related manufacturer report number # 2916596-2021-01103